Event description:
An optometrist reported that a pt was diagnosed with a centrally located corneal ulcer in the right eye associated with extended wear of focus night & day lenses. The pt first experienced symptoms in 2003, but was unable to immediately remove the lens, however they did so within 24 hours. The pt initially presented to the optometrist the following day with severe pain, watery discharge and severe redness/injection. There was pinpoint staining over the infiltrate and marked anterior chamber reaction. No culture was taken. Treatment begun with ciloxan every 30 minutes & tobramycin every hour. Report indicates right eye getting better in the 2 days later visit and was referred to ophthalmologist same day. Treatment continued with ciloxan & tobradex and seen for several follow up visits to monitor 12 days later, pt began experiencing blurred vision due to auto-immune ring now present. Meds tapered, then discontinued on 2 months later. Report states ulcer resolving, but continued to follow up until 2 months later with no scar and no loss of visual acuity. No further info is available at this time.